Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket/510(k) p190006. Concomitant product, tined lead UDI# (B)(4).

Event description:
It was reported that a patient decided to have their device removed because they had a lack of efficacy from the device. There were no program changes done on the device since the week following post post-implant post-procedure. The representative attempted to follow up with the patient 3 months post-implantation, and no response from the patient. There were no patient complications documented.

Event description:
It was reported that a patient decided to have their device removed because they had a lack of efficacy from the device. There were no program changes done on the device since the week following post-implant procedure. The representative attempted to follow up with the patient 3 months post-implantation, and no response from the patient. There were no patient complications documented.

Manufacturer narrative:
Concomitant product, tined lead UDI# (B)(4). Block h11: the device was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the device; however, response was not received. It was confirmed the device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the events of inadequate/inappropriate treatment or diagnostic exposure and surgical intervention ware defined in the product risk documentation. These events type have been accounted for during analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.